Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00584.

Event description:
The patient was undergoing a thombectomy procedure in the distal middle cerebral artery (mca) using a penumbra system reperfusion catheter 026 (catheter 026) and a penumbra system 026 separator flex (separator 026 flex). It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced a non-penumbra sheath and catheter toward the target vessel. The physician then advanced a catheter 026 through the catheter. While initially advancing a separator 026 flex through the catheter 026, the physician experienced resistance. After completion of a pass, the physician pulled the separator 026 flex into the catheter 026; however, the separator 026 flex broke inside the catheter 026. Therefore, the physician removed catheter 026 containing the broken separator 026 flex. The procedure was completed using the same sheath, catheter and a stent retriever device. There was no report of an adverse effect to the patient

Manufacturer narrative:
Results: the catheter 026 was kinked approximately 60.0 cm from the hub. The catheter 026 was fractured approximately 84.0 cm from the hub. The distal fractured portion of the catheter 026 was bent along its length. Conclusions: evaluation of the returned separator flex 026 revealed it was fractured near the proximal end of the grind length. This is likely a result of cycling the separator too far out of the parent device such that the less sturdy grind length was proximal to the rhv. This may result in the buckling of the delivery wire and subsequent fracture of the device. Further evaluation revealed the catheter 026 was kinked and fractured. This kink may have been due to forcefully manipulating or torqueing the device against resistance. This kink may have contributed to the difficulty experienced advancing and retracting the separator flex 026. This fracture was not mentioned anywhere in the reported complaint. Therefore, it was likely incidental to the reported failure and its root cause could not be determined. Penumbra catheters and separators are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00584.